Event description:
The hill-rom field tech reported that the brakes would engage but did not hold. He found this while he was performing preventive maintenance on this bed and there were no reported injuries. He opened up the brake block and found that the bearings were missing and the top block was broken. He replaced the top block and installed bearings and the brakes functioned properly.